Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. During functional testing, a spraying leak was observed emanating from the catheter. The leak site is located between the 9 and 10 cm depth markers. A longitudinal split in the catheter is observed. The leak site is < 0.3 inches in length. The split edges are sharp and traverse in a straight line. No od damage to the catheter is noted. The tubing surrounding the leak site is unremarkable. At this time the mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rewk0172 showed no other similar product complaint(s) from this lot number.

Event description:
Catheter pulled out accidentally 30cm. Multiple holes in catheter. Pt had been placed with PICC and returned to hospital. PICC line was removed and a new PICC was placed. Normal flushing protocol- 10cc normal saline in a 10cc syringe. Alcohol used to scrub the cap prior to use. Chlorhexidine to scrub exit site.